Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level over 150 mg/dl; cause was unknown. Reportedly, customer experienced a seizure. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.